Manufacturer narrative:
E1: the name and occupation of the initial reporter is unknown. The investigation for the reported issue has been completed. The impella device was received from the customer and an evaluation of the device was completed. The cause of the battery failure alarm was due to a defective battery (rapid decline in cell voltage). The exact cause of the defective battery was unknown. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller (aic) was not holding battery. It only goes to 50% and has an error "battery failure". Confirmed that the unit was plugged in to the ac. A loaner was sent to the customer. No report of patient harm or injury.